Event description:
It was reported that thrombus occurred. In (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A watchman laa closure device was successfully implanted. At an unspecified time, the patient was having a transesophageal echocardiogram (tee) performed prior to an atrial flutter ablation procedure. During the tee a thrombus was discovered on the watchman. There were no patient complications reported and the patient was noted to be fine.